Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 early in the morning for diabetes ketoacidosis with a blood glucose level of 800 mg/dl. The customer expressed the following symptoms: thirst, achiness, and a lack of hunger. The customer was treated with an insulin drip, manual injections, and sodium chloride. The customer was wearing the insulin pump at the time of hospitalization. Standard troubleshooting was declined. The customer's wife stated the insulin was not being dispensed from the insulin pump to the infusion set and that the health care provider at the hospital said it was not functioning properly. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.